Event description:
It was reported that the patient received an inappropriate shock due to t wave oversensing from the subcutaneous implantable cardioverter defibrillator (s-ICD). Review of the electrogram by boston scientific technical services (ts) noted the patient had bigeminy with the t-wave oversensing when the patient's heart rate was elevated. There was also intermittent undersensing of the patient's premature ventricular contractions (pvcs) and the double detection algorithm discarded every other event because of the bigeminy when exercising. This did not occur when the patient was at rest. Ts suggested further testing and reprogramming, as a different vector appeared to have better sensing. Almost one year later an untreated episode was stored for this patient when they were doing sit-ups. Ts was again consulted and upon review of the data found a previous additional inappropriate shock when the patient was in a different sensing vector. Ts noted the two inappropriate shocks and untreated episodes all appeared to be due to myopotential noise that was oversensed. Ts discussed that x-rays may help assess if any repositioning would need to occur, otherwise the patient may need a transvenous device. The field representative reached out to the clinic, and it was noted the physician would be meeting with the patient at a follow up visit in a few weeks where they would consider a transition to a transvenous device. At this time the s-ICD and electrode remain in service and no adverse patient effects were reported. Additional information was received which indicated that, two and a half years later, an untreated episode was found due to noisy signals oversensing from myopotential. After review, another inappropriate shock was found approximately a year after the first inappropriate shock. Technical services (ts) recommended to performed isometrics, postural assessment and torso twisting to recreate the noise. Also, it was discussed a rescreening with inferior location and x-ray for device location. The last x ray performed do not show the device to be superior; however, ts recommended current films to compare for any device movement or rotation. The patient was apparently working out at the time of the last untreated event. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient received an inappropriate shock due to t wave oversensing from the subcutaneous implantable cardioverter defibrillator (s-ICD). Review of the electrogram by boston scientific technical services (ts) noted the patient had bigeminy with the t-wave oversensing when the patient's heart rate was elevated. There was also intermittent undersensing of the patient's premature ventricular contractions (pvcs) and the double detection algorithm discarded every other event because of the bigeminy when exercising. This did not occur when the patient was at rest. Ts suggested further testing and reprogramming, as a different vector appeared to have better sensing. Almost one year later an untreated episode was stored for this patient when they were doing sit-ups. Ts was again consulted and upon review of the data found a previous additional inappropriate shock when the patient was in a different sensing vector. Ts noted the two inappropriate shocks and untreated episodes all appeared to be due to myopotential noise that was oversensed. Ts discussed that x-rays may help assess if any repositioning would need to occur, otherwise the patient may need a transvenous device. The field representative reached out to the clinic and it was noted the physician would be meeting with the patient at a follow up visit in a few weeks where they would consider a transition to a transvenous device. At this time the s-ICD and electrode remain in service and no adverse patient effects were reported.